Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for low blood glucose (bg) level (approximately 20 mg/dl). It is unknown if the hospitalization was related to the pump or supplies. The customer took glucose and glucagon in an attempt to resolve bgs. During hospitalization, the customer was given d50 (dextrose). The customer was released from the hospital on (B)(6) 2015 with the issue resolved.